Event description:
After approx 48 hours of iab therapy, a balloon leak was detected via blood in tubing and alarms. Iab was removed and not replaced. No pt injury occurred as a result of this event. No further details are available.